Event description:
The user facility reported that during intubation, the user facility was suturing the flange of the tracheostomy tube and the flange broke. The facility information that the tube was unable to be changed and would remain in situ for at least 5 days. User facility later reported that the tube was removed 7 days after intubation. No adverse effects to the patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.